Event description:
It was reported that the customer had a blood glucose of 360 mg/dl and experienced symptoms of vomiting and ketones. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. There were small bubbles in the tubing. During a manual prime, insulin exited the tubing and no leaks were found. A no delivery alarm was found in the alarm history. The high pressure test was performed and passed. It was advised that the insulin pump was working as designed, and to change the entire set, "resertoive" and insulin. Upon removal of the infusion set, the cannula was neither bent nor occluded. It was stated that the insertion site was neither sore nor irritated. The customer's blood glucose had gone down to 312 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).